Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 75% battery life to 4% battery life in one day. In addition, despite multiple attempts with multiple wall adapters and usb cables, the customer was unable to charge the pump. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.